Manufacturer narrative:
A photograph of the device was received for evaluation. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that upon unpacking, the tunneler tip allegedly was identified as broken. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for broken tunneler, as the photo review shows the entire equistream kit with the broken tunneler tip sitting on top of another component. The tunneler can be seen sitting with some other components where the tip base seems to show the break. The definitive root cause for the reported damaged tunneler issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. However, vt-sca-19-4398 is currently opened to address the issue and identify appropriate actions. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date 09/2020).

Event description:
It was reported that upon unpacking, the tunneler tip allegedly was identified as broken. There was no reported patient contact.